Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the back right therapy electrode pad. The irritation was described as red, raw, and itchy. The patient's doctor instructed the patient to use benadryl for the irritation. After taking the benadryl, the patient reported that the irritation was no longer itchy.